Event description:
It was reported that during a prerectal resection procedure, the firing lever and safety lever were too hard to use. And, the staples were mlaformed. They were box shaped. Anastomosis was not made. Another like device was used to complete the procedure. There was no reported patient consequence.